Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error five times in the last thirty days. Customer does not recall any significant events leading to the error, but indicated that the alarms happened during bolus attempts. Customer's blood glucose was 522 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was unable to rewind the pump. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratches on the lcd window.